Event description:
The physician attempted to place a biodiv ysio 3.5 x 18mm oc stent into the pt's proximal left circumflex artery. The vessel size was 4.0mm, 75% stenosed and moderately tortuous. Predilitation was performed. The physician was attempting to pass through the left main artery into the circumflex artery. It was then noted that the stent had separated from the balloon. The physician was able to successfully snare the stent. The physician attempted to place a 3.5 x 15mm biodiv ysio oc stent but it was not able to cross the lesion. Another MFR's stent successfully treated the lesion. It was reported that the pt did fine and was discharged.